Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results details below : culture test on (B)(6) 2021: suction channel (canal aspiration) tested positive with escherichia coli at greater than 200 cfu. Air/water channel tested positive with escherichia coli at greater than 200 cfu, champignons fungi at 2 cfu. Culture test on (B)(6) 2021: all channels tested positive with escherichia coli at 89 cfu. The ofr hmi (hygiene microbiological investigation) results reported the scope device channel (all channels) conforms, with results of 1 fcu, (staphylocoques à coagulase négative) detected at 1 cfu. Ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Below are information on customers cds checklist: cds: paa_manual treatment. Manual brush: kit de nettoyage asept in med ref (B)(4). Aniosyme x3 -the detergent used for cleaning. Anioxyde 1000 - the disinfectant used for disinfection. Storage: horizontal arrangement. (B)(4) repair center france olympus device evaluation findings has not yet been received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the objective lens glue and light guide lens glue was worn out, the bending section rubber glue was lifted, the universal cord was wrinkled, there was insufficient angulation, and the biopsy channel was replaced as preventative maintenance. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the objective lens glue and light guide lens glue was worn out, the bending section rubber glue was lifted, the universal cord was wrinkled, there was insufficient angulation, and the biopsy channel was replaced as preventative maintenance. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.